Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a high blood glucose event. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump buttons dose not respond right away. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer was hospitalized due to flu and blood glucose reading went up to 500 mg/dl. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with no button response due to flattened down arrow and up arrow buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to button keypad anomaly. Device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.